Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer over filled the cartridge and did not perform the air removal step. Customer loaded a new cartridge to resolve the issue. Customer¿s continuous glucose monitor read ¿high¿, however, a specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg.